Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, no delivery alarm/insulin flow blocked alarm noted. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:03:32.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 02:51:48.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 18:45:44.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 22:32:40.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. There is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered: 529000 (52.9 u). Daily total of all insulin delivered: 286000 (28.6 u). Daily total of bolus insulin delivered: 243000 (24.3 u). (B)(6) 2023 07:32:23.000 normal bolus delivered (220). Bolus programming method: cl1food bolus (7). Normal bolus amount programmed: 35000 (3.5 u). Bolus amount delivered: 35000 (3.5 u). (B)(6) 2023 17:59:18.000 normal bolus delivered (220). Bolus programming method: cl1foodbolus (7). Normal bolus amount programmed: 26000 (2.6 u). Bolus amount delivered: 26000 (2.6 u). (B)(6) 2023 18:45:44.000 normal bolus delivered (220). Bolus programming method: cl1foodbolus (7). Normal bolus amount programmed: 33000 (3.3 u). Bolus amount delivered: 4000 (0.4 u). Active insulin at programing time: 21000 (2.1 u). (B)(6) 2023 18:49:46.000 normal bolus delivered (220). Bolus programming method: cl1foodbolus (7). Normal bolus amount programmed: 27000 (2.7 u). Bolus amount delivered: 27000 (2.7 u). (B)(6) 2023 19:07:12.000 normal bolus delivered (220). Bolus programming method: cl1foodbolus (7). Normal bolus amount programmed: 31000 (3.1 u). Bolus amount delivered: 31000 (3.1 u). (B)(6) 2023 19:39:20.000 normal bolus delivered (220). Bolus programming method: cl1foodbolus (7)). Normal bolus amount programmed: 24000 (2.4 u). Bolus amount delivered: 24000 (2.4 u). (B)(6) 2023 20:03:58.000 normal bolus delivered (220). Bolus programming method: cl1foodbolus (7). Normal bolus amount programmed: 26000 (2.6 u). Bolus amount delivered: 26000 (2.6 u). (B)(6) 2023 20:27:40.000 normal bolus delivered (220). Bolus programming method: cl1foodbolus (7). Normal bolus amount programmed: 27000 (2.7 u). Bolus amount delivered: 27000 (2.7 u). (B)(6) 2023 22:32:40.000 normal bolus delivered (220). Bolus programming method: boluswizard (1). Normal bolus amount programmed: 52000 (5.2 u). Bolus amount delivered: 24000 (2.4 u). (B)(6) 2023 23:27:45.000 normal bolus delivered (220). Bolus programming method: cl1bgcorrection (6). Normal bolus amount programmed: 15000 (1.5 u). Bolus amount delivered: 15000 (1.5 u). (B)(6) 2023 23:52:40.000 normal bolus delivered (220). Bolus programming method: cl1bgcorrection (6). Normal bolus amount programmed: 4000 (0.4 u). Bolus amount delivered: 4000 (0.4 u). On (B)(6) 2023 18:45:44.000 normal bolus amount programmed: 33000 (3.3 u), the bolus was cancelled due to no delivery alarm/insulin flow blocked alarm and the bolus amount delivered: 4000 (0.4 u). On (B)(6) 2023 22:32:40.000 normal bolus amount programmed: 52000 (5.2 u), the bolus was cancelled due to no delivery alarm/insulin flow blocked alarm and the bolus amount delivered: 24000 (2.4 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 23:45:58.000. Lost sensor 1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 00:19:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor1 alert or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 440 mg/dl and went to emergency room, was hospitalized and treated with insulin drip, manual injection and insulin pen. Customer's blood glucose value at the time of call was 208 mg/dl. Customer experienced nausea, vomiting and diabetic ketoacidosis symptoms due to high blood glucose. In addition to that customer alleges pump was under delivering. Troubleshooting was performed and found that the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. Customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.